Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress: battery compartment) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump black box data revealed multiple pump reboots after replace battery alarms. During a visual inspection of the pump, no damage was found in the battery compartment. There was corrosion observed in the battery compartment. The battery cap was not returned. A leak test failed due to damage to the pump case. During testing, a test battery cap secured properly to the pump, and a power loss was not observed during the 24- hour duration test; there were no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of a power issue was not duplicated or confirmed during investigation.